Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component (annex g) code is mechanical (g04) - drill. Visual examination of the returned product identified the end of the cutting feature is cracked. Damage / wear & tear is seen on the shaft and cutting feature that indicates repeated use. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: (B)(6). H3: the product has been returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : will be returned.

Event description:
It was reported that after receiving equipment and visually inspecting, it was determined that a replacement was needed because the tip was cracking. Attempts have been made and there is no further information at this time.